Event description:
A report was received from (B)(6) stating that the touch screen was unresponsive on an ht70 ventilator. There was no pt involvement.

Manufacturer narrative:
The covidien service engineer (cse) inspected and verified the malfunction. The cse then replaced the single board computer and the unit worked normally. The unit then passed all testing. (B)(4).